Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the mega suturecut needle driver instrument involved with this complaint and completed the device evaluation. The reported event was confirmed through failure analysis investigation. Inspection found a fully broken instrument grip cable at the distal idler pulleys. There was no evidence of discoloration or corrosion/contamination on the cables to indicate a reprocessing induced issue. The components surrounding the damaged cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breakage. No pitch cable damage identified.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the instrument; however, failure analysis has not completed their investigation. A follow-up MDR will be submitted when failure analysis has completed their investigation.

Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the mega suturecut needle driver cable broke at the tip. The procedure was completed with no reported injury.